Event description:
The customer reported that the device displayed error code 10003. Error code 10003 (defib timeout) is accompanied by the system failure cycle power message/instruction and the device then halts operation. There was no adverse pt impact.

Manufacturer narrative:
(B)(4). The philips response center (rc) worked with the customer and determined that the cause of the issue was the optional external data card (see customer's problem description). Removal/replacement of the external data card resolved the issue.